Event description:
It was reported that during follow up in september 2013, the battery voltage read 2.7 volts with an expected longevity of less than half a year. The device was rechecked when the patient was admitted to the hospital in october 2013 and displayed that the device had reached elective replacement indicator (eri). Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).